Event description:
It was reported that the pump was not paired to the user¿s dexcom g7 sensor after a cgm toggle removed the sensor code, which led to the pump disconnecting from cgm data; the user reentered the sensor code and restored pairing, and education on correct pairing and code entry was provided. Symptoms included hyperglycemia with a reported blood glucose of 359 mg/dl. Outcomes included no alerts or alarms and no medical intervention beyond troubleshooting, with glucose expected to trend down after restoration of cgm pairing. Investigation included review of device logs and guided troubleshooting with the user. Investigation of this case revealed user action as the initiating factor, specifically removal of the sensor code and failure of pairing between the ilet and the g7, with device performance returning to expected operation after the correct code was reentered. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cgm pairing and code management.